Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing noise that led to inappropriate anti-tachycardia pacing (atp) therapy. The cause was not determined, however, the physician suspected was due to a lead fracture. A lead revision procedure was performed, the rv lead was surgically abandoned, and successfully replaced with a new lead. No additional adverse patient effects were reported.